Manufacturer narrative:
The device has been received and is awaiting further analysis. Additional information will be submitted within thirty (30) days of completion of the investigation. Evaluation in progress.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that while the patient was in clinic when the controller made an alarm and the screen went blank. The pump did not stop according to the site. The device was removed from service and the patient was issued a replacement device. There was no reported patient injury as a result of this event. The removed controller was returned to the manufacturer for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The controller passed visual inspection and functional testing. The reported "display error" event could not be confirmed. No problems were found during visual examination, functional testing at room temp or during thermal stress testing. The root cause of the reported event could not be conclusively determined as the device functioned per specification. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU), patient manual, and training material provide clear instructions to the user on proper usage and care of the controller. The IFU provides instruction to further educate the patient about product safety, alarm management, and device maintenance; additional guidelines instruct the user on how to detect and react to a controller malfunction. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
Approximately three months after implant, this patient was in clinic when their controller alarmed and its screen went blank. A controller exchange was performed and no symptoms or injuries resulted from any events described. Investigation is ongoing.